Event description:
The tip of a screw broke during surgery. The broken tip was removed from patient, so there was no injury to the patient due to this event.

Manufacturer narrative:
The macroscopic and microscopic investigations show that the screw broke in forced rupture mode because of too high torsional forces during the insertion. Massive damages on the lower threads as a result of too high friction with the bone indicate that the root cause of the torsional overload was a predrilled hole that was too small in diameter. Indications for material or manufacturing related problems were not found in this investigation. Based on statistical evaluation also no indication was found for any device related event.